Event description:
Information received indicates both the brake and steer are not holding due to a loose cable between the brake block and bearings.

Manufacturer narrative:
The technician replaced the bushings and brake block top to repair the bed.